Manufacturer narrative:
Additional information received from the customer on 29may2023. A new sample was taken on 23may2023 and scantibodies - heterophilic blocking tube and nabt were used. The results from the scantibodies test were: hbt 400.7 ng/l and 399.2 ng/l. Nabt 4386.2 ng/l and 4462.4 ng/l. Alinity I stat high sensitive troponin-I 2732.8 / 2630.8 / 2776.0 ng/l. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed consistently falsely elevated alinity I stat high sensitive troponin-I results when compared to other methods for a 31-year-old female patient with recurrent myocarditis, type 1 obesity. There was no ischemic clinical condition that justified these increased results. The following information was provided: first occurrence of myocarditis in the context of a covid infection jul2021, alinity I stat high sensitive troponin-I results were 1756, 1561, 2905, 2938 and 3137 ng/l. High sensitivity troponins t (performed at hospital de gaia - roche reagent) negative with values of 5 ng/l, 6 ng/l (reference value between 5-14 ng/l). Symptoms: chest pain, ECG in sinus rhythm, with ventricular extrasystoles. Imaging study: echocardiogram without significant structural or functional changes; chest CT: no significant changes; MRI: good biventricular function. Second occurrence of myocarditis on sept2022, alinity I stat high sensitive troponin-I results were 2070, 4026, 2974, 1147, 3965, 3586, 2317 ng/l. Symptoms: pain with one week of evolution in the left hypochondrium, radiating to the back. ECG in sinus rhythm, with isolated ventricular extrasystoles. Third occurrence may2023 alinity I stat high sensitive troponin-I results were 2977, 3474, 3248, 4014, 3029, 4900, 5925, 2940 ng/l. High sensitivity troponins t (performed at santo antónio hospital - roche reagent) negative 0.003 ng/ml in the last four samples from this patient (reference value between 0.000-0.014 ng/ml). ECG on sinus rhythm, with isolated ventricular extrasystoles. Echocardiogram with no significant structural or functional changes. MRI: good biventricular function. Presence of localized ventricular edema. No significant myocardial delayed enhancement. Pet: there is evidence of a somewhat heterogeneous uptake of 18f-fdg on the walls of the left ventricle, more intense at the anterior, lateral and inferior level, and less evident in the septum, suggestive of an active inflammatory process (assuming compliance with the specific diet). This caused anxiety for the patient and the family, caused prolonged hospitalization for the purpose of only monitoring the patient, and the patient was submitted to an elevated number of imagiologic examinations with exposure to ionized radiation. The patient received IV contrast (gadolinium on cardiac MRI, 18f-fgd on pet) however, there was no resulting patient harm. Additional information added to the ticket on 29may2023. A new sample was taken on 23may2023 and scantibodies - heterophilic blocking tube and nabt were used. The results from the scantibodies test were: hbt 400.7 ng/l and 399.2 ng/l. Nabt 4386.2 ng/l and 4462.4 ng/l. Alinity I stat high sensitive troponin-I 2732.8 / 2630.8 / 2776.0 ng/l no impact to patient management was reported.

Event description:
The customer observed consistently falsely elevated alinity I stat high sensitive troponin-I results when compared to other methods for a 31-year-old female patient with recurrent myocarditis, type 1 obesity. There was no ischemic clinical condition that justified these increased results. The following information was provided: first occurrence of myocarditis in the context of a covid infection jul2021, alinity I stat high sensitive troponin-I results were 1756, 1561, 2905, 2938 and 3137 ng/l. High sensitivity troponins t (performed at hospital de gaia - roche reagent) negative with values of 5 ng/l, 6 ng/l (reference value between 5-14 ng/l). Symptoms: chest pain, ECG in sinus rhythm, with ventricular extrasystoles. Imaging study: echocardiogram without significant structural or functional changes; chest CT: no significant changes; MRI: good biventricular function. Second occurrence of myocarditis on sept2022, alinity I stat high sensitive troponin-I results were 2070, 4026, 2974, 1147, 3965, 3586, 2317 ng/l. Symptoms: pain with one week of evolution in the left hypochondrium, radiating to the back. ECG in sinus rhythm, with isolated ventricular extrasystoles. Third occurrence may2023 alinity I stat high sensitive troponin-I results were 2977, 3474, 3248, 4014, 3029, 4900, 5925, 2940 ng/l. High sensitivity troponins t (performed at santo antónio hospital - roche reagent) negative 0.003 ng/ml in the last four samples from this patient (reference value between 0.000-0.014 ng/ml). ECG on sinus rhythm, with isolated ventricular extrasystoles. Echocardiogram with no significant structural or functional changes. MRI: good biventricular function. Presence of localized ventricular edema. No significant myocardial delayed enhancement. Pet: there is evidence of a somewhat heterogeneous uptake of 18f-fdg on the walls of the left ventricle, more intense at the anterior, lateral and inferior level, and less evident in the septum, suggestive of an active inflammatory process (assuming compliance with the specific diet). This caused anxiety for the patient and the family, caused prolonged hospitalization for the purpose of only monitoring the patient, and the patient was submitted to an elevated number of imagiologic examinations with exposure to ionized radiation. The patient received IV contrast (gadolinium on cardiac MRI, 18f-fgd on pet) however, there was no resulting patient harm. Additional information added to the ticket on 29may2023. A new sample was taken on 23may2023 and scantibodies - heterophilic blocking tube and nabt were used. The results from the scantibodies test were: hbt 400.7 ng/l and 399.2 ng/l. Nabt 4386.2 ng/l and 4462.4 ng/l. Alinity I stat high sensitive troponin-I 2732.8 / 2630.8 / 2776.0 ng/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and field data review. Return testing was not completed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates the reagent lot performs as expected. Ticket trending review did not identify any issues or trends. Device history record review did not identify any non-conformances or deviations associated with the complaint lot. Historical performance was reviewed using data gathered from customers worldwide. Review shows the patient median results for the complaint lot is within established limits indicating the is performing acceptably. Labeling was reviewed and found to adequately address the complaint issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 45674ud00 was identified.

Event description:
The customer observed consistently falsely elevated alinity I stat high sensitive troponin-I results when compared to other methods for a 31-year-old female patient with recurrent myocarditis, type 1 obesity. There was no ischemic clinical condition that justified these increased results. The following information was provided: first occurrence of myocarditis in the context of a covid infection (B)(6) 2021, alinity I stat high sensitive troponin-I results were 1756, 1561, 2905, 2938 and 3137 ng/l. High sensitivity troponins t (performed at hospital de gaia - roche reagent) negative with values of 5 ng/l, 6 ng/l (reference value between 5-14 ng/l). Symptoms: chest pain, ECG in sinus rhythm, with ventricular extrasystoles. Imaging study: echocardiogram without significant structural or functional changes; chest CT: no significant changes; MRI: good biventricular function. Second occurrence of myocarditis on (B)(6) 2022, alinity I stat high sensitive troponin-I results were 2070, 4026, 2974, 1147, 3965, 3586, 2317 ng/l. Symptoms: pain with one week of evolution in the left hypochondrium, radiating to the back. ECG in sinus rhythm, with isolated ventricular extrasystoles. Third occurrence (B)(6) 2023 alinity I stat high sensitive troponin-I results were 2977, 3474, 3248, 4014, 3029, 4900, 5925, 2940 ng/l. High sensitivity troponins t (performed at (B)(6)) negative 0.003 ng/ml in the last four samples from this patient (reference value between 0.000-0.014 ng/ml). ECG on sinus rhythm, with isolated ventricular extrasystoles. Echocardiogram with no significant structural or functional changes. MRI: good biventricular function. Presence of localized ventricular edema. No significant myocardial delayed enhancement. Pet: there is evidence of a somewhat heterogeneous uptake of 18f-fdg on the walls of the left ventricle, more intense at the anterior, lateral and inferior level, and less evident in the septum, suggestive of an active inflammatory process (assuming compliance with the specific diet). This caused anxiety for the patient and the family, caused prolonged hospitalization for the purpose of only monitoring the patient, and the patient was submitted to an elevated number of imagiologic examinations with exposure to ionized radiation. The patient received IV contrast (gadolinium on cardiac MRI, 18f-fgd on pet) however, there was no resulting patient harm. Additional information added to the ticket on 29may2023. A new sample was taken on (B)(6) 2023 and scantibodies - heterophilic blocking tube and nabt were used. The results from the scantibodies test were: hbt 400.7 ng/l and 399.2 ng/l, nabt 4386.2 ng/l and 4462.4 ng/l, alinity I stat high sensitive troponin-I 2732.8 / 2630.8 / 2776.0 ng/l no impact to patient. Nagement was reported.

Manufacturer narrative:
Supplemental MDR being submitted as a returned sample was received for investigation. The instrument was calibrated per package insert, and the calibration curve validity was assessed per package insert specifications. Dilution linearity was then evaluated. The result of the undiluted sample was 14507.7 pg/ml and the result of the diluted sample was 3942.8 pg/ml. The results for dilution linearity are not within the % difference confidence interval. The sample was treated with heterophilic blocking tubes (hbt). The percentage difference between the treated and untreated sample was calculated to assess the presence of interference. The result of the neat sample was 14507.7 pg/ml and the result of the hbt treated sample was 1663.7 pg/ml. The % difference for the treated versus untreated sample was 88.53% the hbt result is outside the allowable difference. Therefore, interference was identified. Dilution linearity may be affected when elevated result is driven by heterophilic antibodies. Based on the investigation, the alinity I troponin, lot 45674ud00, met performance specifications and performed as intended at the customer site as heterophilic antibody interference was identified which causes the elevated result in the sample. Heterophilic antibodies are listed in the instructions for use as a factor which may cause anomalous values. No systemic issue and/or product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed consistently falsely elevated alinity I stat high sensitive troponin-I results when compared to other methods for a 31-year-old female patient with recurrent myocarditis, type 1 obesity. There was no ischemic clinical condition that justified these increased results. The following information was provided: first occurrence of myocarditis in the context of a covid infection (B)(6) 2021, alinity I stat high sensitive troponin-I results were 1756, 1561, 2905, 2938 and 3137 ng/l. High sensitivity troponins t (performed at hospital de gaia - roche reagent) negative with values of 5 ng/l, 6 ng/l (reference value between 5-14 ng/l). Symptoms: chest pain, ECG in sinus rhythm, with ventricular extrasystoles. Imaging study: echocardiogram without significant structural or functional changes; chest CT: no significant changes; MRI: good biventricular function. Second occurrence of myocarditis on (B)(6) 2022, alinity I stat high sensitive troponin-I results were 2070, 4026, 2974, 1147, 3965, 3586, 2317 ng/l. Symptoms: pain with one week of evolution in the left hypochondrium, radiating to the back. ECG in sinus rhythm, with isolated ventricular extrasystoles. Third occurrence (B)(6) 2023 alinity I stat high sensitive troponin-I results were 2977, 3474, 3248, 4014, 3029, 4900, 5925, 2940 ng/l. High sensitivity troponins t (performed at santo antónio hospital - roche reagent) negative 0.003 ng/ml in the last four samples from this patient (reference value between 0.000-0.014 ng/ml). ECG on sinus rhythm, with isolated ventricular extrasystoles. Echocardiogram with no significant structural or functional changes. MRI: good biventricular function. Presence of localized ventricular edema. No significant myocardial delayed enhancement. Pet: there is evidence of a somewhat heterogeneous uptake of 18f-fdg on the walls of the left ventricle, more intense at the anterior, lateral and inferior level, and less evident in the septum, suggestive of an active inflammatory process (assuming compliance with the specific diet). This caused anxiety for the patient and the family, caused prolonged hospitalization for the purpose of only monitoring the patient, and the patient was submitted to an elevated number of imagiologic examinations with exposure to ionized radiation. The patient received IV contrast (gadolinium on cardiac MRI, 18f-fgd on pet) however, there was no resulting patient harm. No impact to patient management was reported.